Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation module. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an inoperable diagnostic message. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. There was no patient harm as a result of the reported event.

Manufacturer narrative:
(B)(4). The service engineer (se) replaced the exhalation module, exhalation valve and the pressure solenoid (psol). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.